Event description:
Heat exchanger water pathway appeared to be partially obstructed. Water flow from heater/cooler decreased. Heater/cooler over temperature at 40 degrees celcius. Pt rewarming delayed. Heater/cooler changed out with no improvement.